Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0611 showed two other similar product complaint(s) from this lot number. H3 other text: device not returned for evaluation.

Event description:
It was reported patient's PICC dressing was soaked through. Attended unit via triage for review. Swab of area taken and sent for o&s, area cleaned and line flushed. No immediate leakage from site but after a moment, fluid was seen to be leaking from the PICC site. Patient was sore around PICC site. Patient was reviewed by PICC placer and deputy sister, looked most likely to be a fractured PICC line. PICC was removed and appointment made to have reinserted with ir. Action taken: PICC removed. Referral made for another PICC line to be inserted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient's PICC dressing was soaked through. Attended unit via triage for review. Swab of area taken and sent for o&s, area cleaned and line flushed. No immediate leakage from site but after a moment, fluid was seen to be leaking from the PICC site. Patient was sore around PICC site. Patient was reviewed by PICC placer and deputy sister, looked most likely to be a fractured PICC line. PICC was removed and appointment made to have reinserted with ir. Action taken: PICC removed. Referral made for another PICC line to be inserted.